Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A2.50mm x 15mm nc emerge® balloon catheter was advanced to dilate the lesion. However, upon first inflation, the pressure of the indeflator decreases rapidly when the pressure was applied up to 18 atmospheres for 5 seconds. The balloon was found ruptured. Fluoroscopy was performed and there was no particular complication being observed. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.